Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade ii - iii.

Event description:
Healthcare professional reported right side "hardness of the breast, pain, capsular contracture grade ii - iii". Also reported "simple cysts", "solid tumors", "lumpiness", "fibroadenoma" which is not related to the device. Device has been explanted. Treatment: capsulectomy, excisional biopsy of nodules.